Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. Date of event: unknown, not provided. If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. Initial reporter name: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the device was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated. There are no discrepancies found during the mrr (manufacturing record review). The units were released according specification in compliance with the product intended use as required. A search in complaint system revealed no additional complaint folders for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the trailing haptic of the intraocular lens (iol) got stuck in its plunger and could not get out of it because the haptic had stretched. It was confirmed that the lens was partially delivered and when the doctor pulled the stuck haptic manually, using tweezers, the haptic got detached from the optic. The procedure was completed successfully with a back-up lens. There was no patient injury reported. No further information was provided.